Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2011. According to the complainant, during the egd procedure, the resolution clip deployed but would not release from the delivery system. The physician tugged on the clip; however it would not release. The clip did not fall off into the patient but stayed on the tissue. There were no patient complications as a result of this event. The patient's condition was reported to be "fine" post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Patient is over 18 years old. The reported event of "clip failed to separate from catheter' was not able to be confirmed due to the device not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.